Manufacturer narrative:
Patient initials, age and weight not available for reporting ¿ patient reported as being: young male. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ DHR review for part#03.010.146 lot#u207527. Release to warehouse date: september 30, 2014. Release to warehouse date: december 8, 2014. Supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in the (B)(6) as follows: surgery took place to implant a retrograde antigrade femoral nail (rafn). During one surgery, after finishing the proximal locking, the surgeon tried to remove the jig from the nail by using the screwdriver to undo the jig bolt to the connection of the top of the nail. However it would not disengage and took apparently over an hour to get it out. During a second surgery, this event occurred again when the sales consultant was in a retrograde/antegrade femoral nail case and the jig bolt, jig and nail seemed to lock incorrectly and would not disengage. This may have been caused by soft tissue tensioning on the jig but this was checked before inserting the nail and it seemed to work normal. The nail was hammered in so this could have possibly affected the patient's leg. The patient's leg was adjusted to the adducting position so it could become easier to remove. The release of the jig bolt, jig and nail was still very tight and the procedure was prolonged sixty (60) minutes. There was reportedly no patient harm. This report is for the events that occurred during the second surgery; the events of the first surgery are reported in (B)(4). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Report was initially submitted on 04 december 2015 but the FDA site was down. Advised by FDA on 09 december 2015 to resubmit medwatch. A manufacturing evaluation was completed: there are different stress marks visible at the shaft, especially above the thread. Otherwise the device is in a good condition, no damage at the thread flanks visible. The relevant dimensions were checked and no deviation was found. A function test was performed, it was possible to connect a handle and nail with the connection screw without any issues. Also it was possible to tighten and untighten the connection screw as required. Finally the complained malfunction could not be reproduced and therefore the complaint is unconfirmed for the received connection screw. Without the other involved parts no root cause can be defined, the stress marks at the forefront are an indication of an undue contact between the handle and the connection screw, possible caused by damage at the cam of the used handle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.